Manufacturer narrative:
The cause for the discordant hemoglobin a1c(hba1c) results is unknown.

Event description:
Customer reported 2 discordant hemoglobin a1c (hba1c) results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
The initial MDR 1217157-2014-00071 was filed with FDA on may 19, 2014. Additional information: based on the additional information provided, customer indicated that they do not have any reagent lot 0755 left to return for evaluation. Customer indicated that instrument is in use and operational.